Event description:
It was reported that during a bilateral neurostimulator implantation "lead package was opened and the stimloc was used." When a bur hole was opened and the stimloc base was placed and then the screw was tightened up, the screw wrench broke. It was decided to then use another new kit. Ten days later it was stated that previously reported information was wrong. It was confirmed that the lead could not be used due to the breakage of the peripheral area of the stimloc screw and not the screw wrench. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).